Event description:
A report was received that the patient was charging longer than the usual to achieve full charge of the ipg. Device malfunction was suspected. The patient will undergo ipg replacement.

Event description:
A report was received that the patient was charging longer than the usual to achieve full charge of the ipg. Device malfunction was suspected. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.